Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being prepped for use in a stone extraction procedure. According to the complainant, during unpacking they noted that the basket wire was broken in the package. There was no damage noted to the packaging itself. The patient was reported to be "fine" at the conclusion of the procedure..

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being prepped for use in a stone extraction procedure. According to the complainant, during unpacking they noted that the basket wire was broken in the package. There was no damage noted to the packaging itself. The patient was reported to be "fine" at the conclusion of the procedure..

Manufacturer narrative:
Follow up information confirmed the broken basket wire separated from the knot, but remained attached to the device. The original event was considered MDR reportable based on ambiguity, but with the additional information received, the event is no longer considered MDR reportable.